Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the tip of the catheter detached subintimal behind calcified plaque during catheter manipulations. After removing the guidewire and injecting contrast media, it became aware that the tip had detached. Retrieval of the tip is not possible without surgical intervention.

Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Corrective actions are in process.